Manufacturer narrative:
(B)(4). A device history record review and service history review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the home patient passing away. Review of service history revealed failures/problems that were the same as, or similar to, the current difficulty however, there was no indication that the parts replaced during servicing caused or contributed to the current reported difficulty. The service history was reviewed and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. During evaluation, the device passed electrical and functional testing and was determined to meet performance specification requirements. Internal and external inspection was performed and no issues were noted. All pressures were found to be correct and stable. The device passed all seal, purge and integrity testing. A short simulated therapy was performed with no issues notes. No failure or malfunction or iipv event was identified that could have caused or contributed to the home patient passing away. There was nothing found during the investigation of the device that would cause for the reported event. The device will be sent to service. Should additional relevant information become available, a follow-up report will be submitted.